Event description:
During evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified which occurred during the therapy initiated on (B)(6) 2013 at 23:12:37. During night drain cycle four, the patient's ultrafiltration reading was 787ml, indicating the home patient (hp) drained 732ml more than their maximum programmed fill volume of 1100ml. No additional information is available.

Manufacturer narrative:
(B)(4). The iipv event was confirmed during the event history log review. The cause of this iipv event was determined to be use error, as the tidal therapy / total ultrafiltration (uf) removal was set too low. The homechoice apd systems trainer?s guide gives instructions on how to set the tidal therapy settings. A review of the label for the product family will be conducted. If additional relevant information is obtained, then a follow-up MDR will be submitted.